Manufacturer narrative:
On an unreported date in the same month as peritonitis onset, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. Six days after being admitted, antibiotic treatment for the peritonitis was discontinued and the patient was discharged from the hospital. At the time of this report, the patient had not recovered from the event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced break in aseptic technique which led to peritonitis manifested by cloudy effluent. The break in aseptic technique was further described as the patient did not wash their hands for therapy. Five days after event onset, the patient was hospitalized for the peritonitis event. On the same day, treatment was started with injection (inj) reflin (1 gram, once daily, intraperitoneally (ip)), inj tobramycin (40 milligram, once daily ip), inj zosyn (4.5 gram, twice daily, intravenously) and tablet flucon (150 milligram, once daily, oral) for peritonitis. The patient was also retrained on aseptic technique. Hospitalization and antibiotic therapy were ongoing at the time of report and the patient was not recovered from the peritonitis event. At the time of this report, pd therapy was ongoing. No additional information is available.